Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a bowel resection procedure. For the first firing for small bowel resection ,the pulled the bowel outside the body and clamped the tissue, however a click sound was heard. Then pushed the green button and fired the device with no problem. After that, the surgeon tried to pull the black return knob back, however it was stiff and the surgeon could not pull it back. As the cartridge still clamped the tissue and was unable to be opened, then the surgeon removed the handle from the cartridge by force. To remove the cartridge in question from the tissue, additional tissue resection was completed with a new handle and a new cartridge. As the jaws were still closed and remained to clamp the re-sected tissue, the cartridge in question was discarded by the customer at the hospital. The surgeon said the tissue was slightly thick.